Manufacturer narrative:
Follow-up # 1, [date of submission 06/08/2011] - device evaluation: the pump was returned and evaluated by product analysis on 05/11/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The down-arrow keypad button did not activate desired pump function during testing. There was evidence of keypad adhesive found under the contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
A family member reported that the down arrow keypad button became intermittently unresponsive a few days ago. She confirmed that the keypad is not peeling; denied exposing the pump to water; stated that the pump is cleaned with a dry cloth; and stated that the patient wears the pump clipped to her waistband.